Manufacturer narrative:
(B)(4). Upon further analysis, the root cause for the internal bladder damage could not be determined.

Manufacturer narrative:
(B)(4). Baxter received one sample for evaluation. The reported condition of a ruptured reservoir was confirmed. Visual examination of the unit determined that the bladder ruptured in a non-footed position. Microscopic evaluation revealed markings on the interior surface of the bladder near the rupture line, which indicates internal damage, and this internal damage contributed to the bladder rupture. The exact root cause was not determined; however, this type of defect is inhered on the manufacturing process. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot.

Event description:
The customer reported to baxter corporate product surveillance one (1) ce intermate sv 200 in which the reservoir ruptured toward the end of filling with room temperature saline in the pharmacy. The device contained approximately 90cc's of saline when the rupture occurred. The saline remained in the device housing. The customer observed that the rupture resulted in a tear along the upper-middle length of the reservoir. The customer relayed that the unit was the 4th of 7 being filled in succession on a baxa repeater pump on high setting. No issues were detected with the other 6 devices. No fixture was used to fill the device, which was stationed on the mixing table in a vertical position. Per the report, the product was not stored in the presence of uv light. The customer did not detect evidence of a prior hole in the reservoir, which was described as being in a footed position. No external glue was observed on the reservoir. The reservoir was attached to the post. The customer uses the package insert for direction to fill the device. A new device was filled to replace the damaged unit without further event. Prior to filling the 7 units, the baxa pump had been set on high to fill unspecified empty bags with dextrose. There is no patient involvement, injury or adverse event associated with this report. No further information is available at this time.